Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, additional information was received from the rep. The rep noted that the customer told her that when programming yesterday, they had updated the pump with the reservoir change only and went back in and interrogated the pump without closing out of the previous session and programmed all of the boluses. They updated the pump again and it was after that update when they interrogated to check the settings and noted the pump memory error. The rep would be with the customer on thursday.

Manufacturer narrative:
Other relevant device(s) are: product ID: a810, lot/serial#: unknown, product type: software, serial/lot #: unknown, ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1000 mcg/ml of fentanyl at 421.9 mcg/day via an implantable pump. It was reported the hcp refilled the patient¿s pump and changed up the programming and the pump updated fine. The hcp received confirmation that interrogation was complete. The hcp had the device re-interrogated because they had changed up a lot of the boluses and wanted to recheck the programming. The hcp then received the service code 112 (pump memory error) after updating the pump on (B)(6) 2021. The message said the infusion settings were invalid, re-enter infusion settings. It was indicated the pump memory was corrupt and the drug and infusion information was not available. It was reviewed to re-interrogate and re-enter the desired infusion settings and then complete an update of the pump. The rep was not with the account at the time of the report but later reported that reprogramming resolved the issue for this patient. The rep stated the doctor was concerned that the report showed that the entire program was entered into the system and the programming session was completed. The doctor was also concerned that when re-programming, the programmer asked to do a bridge bolus. The hcp did not do a bridge bolus because one was not needed - there was no change in drug. However, because the drug was lost, the programmer thought a bridge bolus was needed. The hcp was concerned this could cause issues with inexperienced clinicians.